Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was over 400 mg/dl and 480 mg/dl. The customer reported that they ate something and did not bolus enough. The customer did not mention any symptom related to high blood glucose level. The customer reported that the insulin pump asked for calibrations repeatedly. The customer declined troubleshooting for high blood glucose level. The device will not be returned for analysis. (B)(4).